Event description:
On (B)(6) 2012, the reporter contacted animas and stated that when the patient was playing at home, the pump reportedly felt really hot. It was also noted that when the reporter removed the battery from the pump, the battery also felt hot. This is the first time this issue reportedly occurred. The battery cap was reportedly never replaced and that it was not damaged. The user guide instructs the patient to replace the battery cap every six months. There was reportedly no damage to the pump and the pump was not exposed to moisture, dust or x-rays. There was no reported adverse event associated with this complaint. This complaint is being reported as the reporter and the patient stated that pump and the battery reportedly felt hot to the touch.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The pump was evaluated and found to be operating within required specifications.